Manufacturer narrative:
Investigation is still in progress. A supplemental report will be submitted to the FDA once that the repair investigation is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that in the middle of left ventricular tachycardia (without artery access) case, the physician realized a big distortion with the ep recorder system. The system was rebooted 3 times with no success. The case was cancelled due to this issue without any problem to the patient. Transseptal puncture was performed at the time of the case cancellation and extended hospitalization was needed making this event reportable. The system was evaluated and the reported failure could not be reproduced. Preventive maintenance and full system acceptance test procedures (atp) were performed and passed successfully. The complaint was not confirmed. The DHR associated with carto 3 # 11633 was reviewed and there were not any discrepancies noted. The system met all specifications upon it's release.

Event description:
It was reported that in the middle of left ventricular tachycardia (without artery access) case, the physician realized a big distortion with the ep recorder system. After follow up with the customer to know detailed information of the event, on (b)(6, 2012, additional information was received. The reporter stated that the carto3 requested the ECG reposition because it was in the wrong place. The ECG and the patch were ok but it was not possible to see any catheter in the system. The piu was rebooted and after restart it, the problem continued and a red light in the back of the piu (magnetic location card) and a message in the workstation with: pui tasted failed was showed. The system was rebooted 3 times with the same result. The case was cancelled due to this issue without any problem to the patient. Transseptal puncture was performed at the time of the case cancellation and extended hospitalization was needed making this event reportable.